Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately eight (8) years post initial procedure, the patient presented at routine follow-up with an enlarged aaa and aortic neck, and a type iiib endoleak as detected per CT (computed tomography) scan. The physician plans to re-intervene, but surgery has not been scheduled. Patient is reportedly in good condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx, significant aneurysm enlargement (of 8 mm) and type iiib endoleak (of the distal bifurcated stent graft) are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the distal aortic neck diameter was 32.2mm (should be 18- 32mm per device IFU), and the conic shape was 20.2% (should be less than or equal to 15%); however, it is unclear if this contributed to the reported event. The final patient status was reported in good condition pending a re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.